Manufacturer narrative:
No lot number was provided for the device involved in the reported event, so the device history record could not be reviewed. As indicated in the root cause investigation performed by the reporting facility, a contributing factor to the reported failure was filling the retention balloon with air, which does not comply with the instructions for use that indicates the balloon should be filled with water or saline. The device was not returned to kimberly-clark for evaluation, so a final root cause could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, "a CT scan indicated the balloon had deflated and the tube was dislodged. The tube was removed. On (B)(6) the patient was taken back to the operating room for an open revision and replacement of a gastric tube. On the evening of (B)(6) the nurses noted the dressing was saturated with tube feeding and they were unable to get residuals or flush the tube with water. The patient complained of increased pain. It was confirmed the gastric tube had again failed. The patient was taken to interventional radiology and had a successful second replacement of the gastric tube on (B)(6). A root cause analysis (rca) was conducted. The investigation revealed the probable reason for both balloon failures was the air instilled in the balloons having leaked out. Operative reports confirmed in both cases the anchoring balloon was deflated. Product information from the gastric tube indicated the risks of air leaking from the balloon and that only saline or sterile water should be used. The surgeon confirmed having used air instead of saline." (B)(4).